Event description:
It was reported an external fluid leak was observed originating from lower head of the filter of the theranova 400 migrated set. Two hours into hemodialysis therapy, the nurse was rounding and observed "the lower head of the filter, where a venous connection was made, recurrent drops of dialysis fluid". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, drops of water were observed in the lower part of the head. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.